Manufacturer narrative:
Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the pump near the battery compartment, serial number label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the retainer ring that holds the reservoir in place has come off. Customer's blood glucose was 8.9mmol/l at the time of the incident. Customer was advised to disconnect from the pump and to revert to back up plan per health care professional instructions the insulin pump will be replaced. The customer will return the device for analysis